Manufacturer narrative:
Pending investigation.

Event description:
As reported, a patient had a loose glenoid in their right shoulder and needed revision. All implants were removed in light of loose poly glenoid. A spacer was inserted to allow for a CT scan. Patient was not revised to exactech devices. The event is not related to the breakage of a device. The event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event. No patient/medical information provided.

Manufacturer narrative:
H3: the reason for the revision may be due to glenoid loosening as reported and subsequent damage of the articular surface of the glenoid. However, the sequence of events cannot be confirmed as no relevant clinical information or radiographs were provided.